Event description:
It was reported that while performing an idiopathic ventricular tachycardia (idvt) procedure the patient had a femoral artery dissection. There was no medical intervention administered at the time of the call and the patient was stable. It was unknown if it was the daig fast-cath 12cm sheath, the guide wire or the thermocool sf nav uni-directional catheter that caused the dissection. Upon request, the bwi field representative provided additional information on the event. Access to the right femoral artery was obtained, and daig fast-cath 12cm sheath was placed. The thermocool sf nav uni-directional catheter was advanced up the artery and into the descending aorta, where retrograde access into the left ventricle through the aortic valve was attempted. The physician could not advance the catheter through the aortic cusp, so the physician withdrew the catheter from the body. Upon reinsertion, the catheter kept curving in the femoral artery and could not be advanced. The catheter was removed again, and a guide wire was advanced. The guide wire also curved abnormally. Contrast was then injected in the artery at that area, which showed an arterial dissection. It is believed that the catheter and guide wire were not in the true lumen of the artery. It was unknown if extended hospital stay was required. The causality of the adverse event was possibly device related.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record was reviewed, it was identified that 1 piece was scraped; however, DHR shows this piece was identified during the process prior the final inspection stage and documentation shows the scrap of this piece exist. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump, u.s. Ship kit: model #: m-5491-02, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).